Event description:
A report was received that during a lead revision surgery, the pt's ipg was replaced. The reason for replacing the ipg was the physician exposing the ipg to monopolar electrocautery. The pt is reportedly doing well.

Manufacturer narrative:
The ipg was not returned to bsn, as it was discarded by the medical facility.